Event description:
The patient received his scs system on (B)(6) 2008. It was reported the patient stopped charging his ipg because he no longer wanted to charge it. The patient had the ipg replaced on (B)(6) 2011 and stimulation was regained.

Manufacturer narrative:
This ipg serial number was included in (B)(4). Evaluation: results: as received the ipg was non-responsive. The reported complaint cannot be analyzed as this is considered to be a user error. This ipg serial number was included in (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.